Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging having severe sneezing, severe congestion and irritated eyes when the patient takes off the mask. Patient states she was diagnosed with inflammation of the esophagus, difficulty swallowing, narrow esophagus and sinus headaches. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The initial report short description was filed incorrectly. Changed from patient harm to product problem. A pms clinical expert review assessed this event as non-serious injury.